Event description:
It was reported that right ventricular (rv) lead and the atrial lead dislodged shortly after implant. The rv lead was repositioned and remains in use. The physician felt that the torque mechanism of the atrial lead may have been compromised, so the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 implantable pacing lead, 2013 (B)(6); (B)(4) implantable cardioverter defibrillator, 2013 (B)(6); 4592 competitor implantable pacing lead, 2013 (B)(6). (B)(4).